Manufacturer narrative:
The (B)(6) minutes of (B)(6) 2011 were reviewed. The adjudication agrees that the patient had an arc peri-procedural pci, study definition for peri-procedural mi. This had been previously reported as elevated enzymes. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient underwent cypher coronary stent implantation and experienced angina and in-stent restenosis. This is a (B)(6) male patient with medical history including angina (within past 6 weeks), previous pci, peripheral artery disease, myocardial infarction (mi), pvd/claudication, chronic pulmonary disease (copd), smoking, and history of allergy. The index procedure was a de novo lesion that occurred proximal to an existing cypher stent, graded as an in-stent restenosis. The index procedure then used a 3.5 x 28mm cypher stent that covered both the new lesion in the proximal rca and extended to the mid rca. The previous stent was placed in the mid rca in (B)(6) of 2004. Patient's post procedure medications included aspirin, clopidogrel, and beta blockers. Sixteen to twenty-four hours post procedure, the patient had elevated enzymes. Patient's ck-mb peaked at 30.6 (uln 3.2). At the 30 day follow-up after the procedure, the patient had stable angina. Approximately four months after the index procedure the patient died. Patient's cause of death was end stage chronic obstructive pulmonary disease and he died in inpatient hospice care. The patient's copd/death was graded as unrelated to the implanted cypher stents and will be captured as a non-complaint. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15096801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4): the product was not available for evaluation; therefore, no extensive analysis could be performed. Additionally, as the lot number was not provided, a review of the manufacturing records could not be completed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Angina is a known potential adverse event associated with the coronary stent implantation procedure and is listed in the IFU as such. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported events, specifically the risk factors for atherosclerotic disease; i.e. Cardiovascular disease and smoking.

Manufacturer narrative:
The complaint received states that (B)(4) study patient suffered coronary artery occlusion and angina. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, and history of complete heart blocked, history of hemochromatosis and history of mild bilateral carotid disease. The target lesion was mid lad described as reference vessel diameter of 3.5mm, lesion length 30mm, de novo, class c, and anatomically complex. Integrilin was used for the procedure. Asa and plavix were administered peri-procedurally. Post-implant, a side branch occlusion was noted. This was treated with poba. The procedure was completed successfully. Patient's post procedure medications included aspirin and plavix. At the one-month follow-up visit the patient reported having stable angina. Treatment if any is unknown. The complaint received states that (B)(4) study patient underwent cypher coronary stent implantation and experienced a peri-procedural mi, angina and instent restenosis. This is a (B)(6) male patient with medical history including angina (within past 6 weeks), previous pci, peripheral artery disease, myocardial infarction (mi), pvd/claudication, chronic pulmonary disease (copd), smoking, and history of allergy. The index procedure was a de novo lesion that occurred proximal to an existing cypher stent, graded as an instent restenosis. The index procedure then used a 3.5 x 28mm cypher stent that covered both the new lesion in the proximal rca and extended to the mid rca. The previous stent was placed in the mid rca in (B)(6) 2004. Patient's post procedure medications included aspirin, clopidogrel, and beta blockers. Sixteen to twenty-four hours post procedure the patient had elevated enzymes. Patient's ck-mb peaked at 30.6 (uln 3.2). At the 30 day follow-up after the procedure, the patient had stable angina. Approximately four months after the index procedure the patient died. Patient's cause of death was end stage chronic obstructive pulmonary disease and he died in inpatient hospice care. The patient's copd/death was graded as unrelated to the implanted cypher stents and will be captured as a non-complaint. The (B)(6) has since adjudicated that the elevated cardiac enzymes to be considered as a peri-procedural myocardial infarction. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15096801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). The product was not available for evaluation; therefore, no extensive analysis could be performed. Additionally, as the lot number was not provided, a review of the manufacturing records could not be completed. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Angina is a known potential adverse event associated with the coronary stent implantation procedure and is listed in the IFU as such. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported events, specifically the risk factors for atherosclerotic disease; i.e. Cardiovascular disease and smoking.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The (B)(6) male patient was part of the (B)(6). The index procedure was a de novo lesion that occurred proximal to the existing stent. The previous stent was a cypher stent placed in the mid rca in (B)(6) 2004. The index procedure then used a cypher stent that covered both the new lesion in the proximal rca and extended to the mid rca. Sixteen to twenty-four hours post procedure the patient had elevated enzymes. Patient's ck-mb peaked at 30.6 (uln 3.2). At the 30 day follow-up after the procedure, the patient had stable angina. Approximately four months after the index procedure the patient died. Patient's cause of death was end stage chronic obstructive pulmonary disease and he died in inpatient hospice care. The patient's copd/death was graded as unrelated to the implanted cypher stents.